Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that extension tube was found to be crack at the distal end. The crack was .0250 wide. No other damage around instrument tip. Instrument passed electrical continuity test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that orange piece between scissor tip and end of instrument was splitting on the monopolar curved scissors instrument. No patient harm, adverse outcome or injury was reported.